Manufacturer narrative:
Device has not been returned; therefore, 3m is unable to verify the leak, identify exact location and root cause without the sample. 3m will continue to monitor.

Event description:
A hospital alleged 3m¿ ranger¿ high flow warming set (model 24355) leaked at the leur connection proximal to the patient end while priming. No patient or staff injury was alleged. No medical interventions were required.